Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5,h6( hecc,heic) with this report.

Event description:
Per (B)(4), customer's father reported that customer had a low blood glucose and passed out on (B)(6) 2023. Customer was soaked in sweat. The family gave the customer sugary beverages to treat the low. Customer's mother said the sensor was reading in the 80s mg/dl but they treated it as hypoglycemia since customer was soaked with sweat and was passed out. Around 30 minutes after event, they were able to check blood glucose with the meter and found that he was at 84mg/dl. Mother is worried about the reliability of the sensor and the pump's not giving any alerts indicating hypoglycemia. Clinical territory manager (ctm) reviewed the carelink and found that around 9am on the event date, the sg did not fall below 70mg/dl. Ctm discussed calibrating the sensor. It was discovered that the father had set the cannula fill amount to 5u earlier in the morning before the event instead of the 0.5u the user had with his previous pumps. Per current case, user's mother alleged she was told the fill cannula amount was 5u and she also said the customer also treated the low with food and glucose tablets. Pump was used at the time of the incident. It was unknown if smartguard was used. There was no over delivery.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 30 mg/dl; current blood glucose value: 162 mg/dl and reported that pump gave 5.0 u when changed the infusion set. Troubleshooting was partially performed and found that fill cannula was to do 5.0 u fill not a 0.5 u fill so got insulin when they changed the set. The customer was treated with carbs intake and glucose tablets. The customer was reporting passing out and sweating as symptoms related to low blood glucose event. Its unknown whether the insulin pump was used within 48 hours and unknown whether the auto mode feature was active at the time of the event. Also reported that sensor glucose value was 84 mg/dl and blood glucose was 30 mg/dl. No further patient complications were reported. It was unknown whether the customer will continue using the insulin pump. The insulin pump will not be returned for analysis.